Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation, the battery charger/modem was unable to power on. The cause for the failure was isolated to a short between the layers of the pca board. The root cause for the short on the pca board could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that battery charger sn (B)(4) was unable to charge a battery.